Event description:
It was reported that the pump intermittently shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 122-123 mg/dl.

Manufacturer narrative:
Device not returned.